Manufacturer narrative:
Device evaluation summary: during visual inspection, it was observed a crease in the posterior view. Within the crease, a tear was noted measuring approximately 10 cm. No other anomalies were discovered. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time because of the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 375cc and experienced rupture on the right side. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 200cc, catalog number 3502004bc, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2019. The exact date of implantation is unknown. It has been estimated as (B)(6)2009 per the device manufacture date. If additional information is received regarding the correct implantation date, a supplemental report will be submitted.